Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set after disconnecting from the anchor site for an extended period to charge the device, then performing a cartridge change with customer care guidance and resuming insulin therapy. Symptoms included elevated blood glucose with a reported peak of 363 mg/dl and high readings above 180 mg/dl for about two hours, with device alerts for levels above 300 mg/dl for over 90 minutes and no ketone testing, back-up therapy, or medical intervention. Outcomes included transient hyperglycemia without injury, loss of consciousness, or hospitalization. Investigation included troubleshooting and education on proper cartridge replacement, rewind sequence, tubing fill, reconnection, and cannula fill, with confirmation that insulin delivery was resumed. Investigation of this case revealed no device malfunction and that prolonged disconnection likely contributed to the high glucose event, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.